Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the device was not reprocessed correctly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The customer¿s allegation was confirmed. The issue was resolved by cleaning the socket on the light source using compressed air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error, and an e216 reported during preparation for use for an unknown procedure. There was no report of patient harm or user injury associated with this event.